Event description:
It was reported that a pt underwent an open repair of an incisional / ventral hernia under general anesthesia in 2008. Starting on the event date, a seroma developed. The following year, the pt underwent a puncture aspiration procedure of 50 cc's. The event was listed as resolved six months later.

Manufacturer narrative:
Date sent to the FDA: 09/09/2009. Seroma occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.